Manufacturer narrative:
The event occurred on an unspecified date of year 2021 to 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (pull ring) of an unspecified quantity of amia automated pd sets was ¿loose and fall off¿. This was observed during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested with no issues noted. The reported condition was not verified.should additional relevant information become available, a supplemental report will be submitted.